Event description:
Balloon came off during procedure. Performed arteriogram down right arm looking for it. Four catheters on field could not tell which catheter came from which container. Diagnosis or reason for use: clotted right axillary graft.